Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that a bilaterally implanted patient had a light adjustable lens (lal sn (B)(6)) explanted from the left eye (os) due to residual refractive error. The explanted lal was replaced with another lal (sn (B)(6)). Rxsight's first awareness of this event was on (b)(3) 2023. Reference MDR 3012712027-2023-00115 for the report on the right eye (od).